Event description:
The biomedical engineer (bme) reported that this central nurse's station (cns) unit has 2 screens and with no kvm at all. The main display went completely black today twice. She said the secondary display still showed the application screen when this happened. She also said when she touched her hand on the screen it turned back on, almost like how a screen saver behaves. She said this happened both times that the screen went black. The customer later stated that the issue has not come back. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that this central nurse's station (cns) unit has 2 screens and with no kvm at all. The main display went completely black today twice. She said the secondary display still showed the application screen when this happened. She also said when she touched her hand on the screen it turned back on, almost like how a screen saver behaves. She said this happened both times that the screen went black. The customer later stated that the issue has not come back. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device. Attempt #1 11/14/2025 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details, but they did not provide the additional device information as requested.

Event description:
The biomedical engineer (bme) reported that this central nurse's station (cns) unit has 2 screens and with no kvm at all. The main display went completely black today twice. She said the secondary display still showed the application screen when this happened. She also said when she touched her hand on the screen it turned back on, almost like how a screen saver behaves. She said this happened both times that the screen went black. The customer later stated that the issue has not come back. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that this central nurse's station (cns) unit has 2 screens and with no kvm at all. The main display went completely black today twice. She said the secondary display still showed the application screen when this happened. She also said when she touched her hand on the screen it turned back on, almost like how a screen saver behaves. She said this happened both times that the screen went black. The customer later stated that the issue has not come back. No patient harm was reported. Investigation conclusion: the customer reported that a cns experienced intermittent black screen events on the primary display while the secondary display continued to show the application. The black screen occurred twice and recovered when the screen was touched, similar to screen-saver behavior. Nk tech support advised the customer to swap the primary display with another monitor while keeping the same cables to help isolate whether the issue was related to the display, cabling, gpu, or another component. Follow-up with the customer confirmed that the issue did not recur after the initial events, and no additional troubleshooting data was available. No patient harm or adverse events were reported. Root cause: could not be determined. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device. Attempt #1: 11/14/2025 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details, but they did not provide the additional device information as requested.